Event description:
Boston scientific received information that this device system delivered two bursts of anti-tachycardia pacing (atp), following by six inappropriate shocks for atrial tachycardia in the ventricular tachycardia (vt) zone, resulting in therapy exhaustion. During this time, the patient implanted with this device system was reportedly carrying groceries in excessive temperatures and had not taken the appropriate medication earlier that day. Ultimately, the patient recovered without complication and the rhythm slowed on its' own. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.